Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run incoming functionality testing) has been confirmed. Upon investigation the cable connecting ECG "a" to the front therapy electrode, the cable connecting ECG "c" and "d", and the cable connecting the distribution node to the rear therapy electrodes were severed. Additionally, the trunk cable was severed and missing. The root cause for the severed cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt was unable to perform incoming functionality testing.